Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, but she was hospitalized recently for a blood glucose of 34 mmol/l while wearing the pump. The date of the call the customer was released from the hospital with a blood glucose of 10.0 mmol/l. After the button error alarm was noted the pump resumed normal function after twenty minutes passed. The customer was instructed to closely monitor the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test. No unlocked lcd keypad connector during visual inspection. However, found corroded keypad trace on the express bolus. Additional information was provided that was not included on the initial complaint.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.